Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 345 mg/dl with a trace amount of ketones and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer acknowledged the results of the system check and had no further questions.